Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal failed to load properly as it remained inside of the loading device upon removal of the delivery device. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The hospital intends to return the product in question. The hospital could not provide an event date; only that it was either (B)(6).

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).